Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3572 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "stat rn was asked to come assess a leaking dl PICC line. PICC line was leaking tpn, although had blood return. PICC verified at correct position when placed. Leaking seems to be due to a crack in line. Patient needed ir to rewire."